Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported symptom of "downstream occlusion alarm doesn't auto-restart when occlusion removed", finding the device able to auto-restart after removal of an induced downstream occlusion. However, the device was found out of specification in relation to a failed downstream sensor with downstream sensor current readings out of specification. The downstream occlusion alarms were confirmed through a review of the event history log but not reproduced. Based upon these evaluation findings, it can be reasonably determined that nuisance downstream occlusion alarms may have been interpreted by the customer as the reported symptom; therefore, the customer reported "downstream occlusion alarm doesn't auto-restart when occlusion is removed" is confirmed. The device was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message and does not restart when the occlusion is cleared. It was also reported there was no patient injury.